Event description:
General report received of an unspecified number of undocumented incidents of leaks. On unspecified dates, it was reported that the vials were filled with unspecified pain medications and were loaded into unspecified patient controlled analgesia (pca) pumps. No specific pump programming was provided. After unspecified lengths of time, the customer contact reported that unspecified volumes of solutions leaked at unspecified locations of the vials. The vials were replaced and therapies were resumed. There were no reported adverse patient effects and no reported delays of therapies critical to these patients. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated the deice was discarded. Hospira has completed a formal investigation to address the issue of leakage from the injector in the sterile empty vial. Based on the investigation results, it was determined that solution leakage found at the cannula and the polypropylene injector body was due to adhesive shrinkage and separation from the injector. The adhesive shrinkage and separation was due to exposure to elevated temperature in combination with a poor ultraviolet cure. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.